Event description:
Pt was scheduled for surgery on 8/8/95 to remove a fragmented epidural catheter, which was put in a week prior for post-op pain control for a right total knee replacement. Implanted 8/1/95, broke 8/4/95, explanted 8/8/95.